Manufacturer narrative:
(B)(4). Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review found no assignable cause for the reported events. The sterilization process was within specified parameters, and there have been no other reports of infection, extrusion, or wound dehiscence associated with this sterile lot of 102 devices. Product labeling addresses the possibility of infection, extrusion and poor wound healing.

Event description:
Complainant reported that patient was implanted with a chin implant, and the patient reported the implant was extruding approximately 10 days post-operatively. The following day, the physician examined patient and found the implant had extruded and the buckle area had dehisced. It was reported that the implant "fell out" during this examination. The physician diagnosed implant extrusion due to infection and wound dehiscence. There was no culture taken, and any organism associated with the infection remains unidentified. The physician has indicated that re-implantation with a new device has been discussed for late (B)(6). Note: implant will list the date implant "fell out" as the explant date.